Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure for weight loss. The stapling device was being used for the first firing on the stomach closest to the pylorus to start the resection on the stomach. The powered handle stapler was not able to fire the two reloads. The surgeon was able to press the green button. The staple line was incomplete at the proximal end. The status of the all the lights were solid. In order to resolve the issue, fix the staple line, and complete the case, a manual stapling handle was opened and the firing was completed with the reloads. There was no patient harm. The patient status is alive, no injury. The device sterilization method is autoclave and the type of cleaning is auto-washer.